Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had display anomaly. The customer¿s blood glucose level was 160 mg/dl. Customer stated that an alarm was going off and their display was blank showing a white light. Customer reported that the display was flashing.the customer was advised to discontinue use of the pump and revert to backup plan per health care professional . The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted. (B)(4).